Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer's mother stated buttons are not working. Customer was called but no answer and mother was advised her daughter can call us anytime in order to troubleshoot.